Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil wire detachment.

Event description:
It was reported that a sensor wire was used. During procedure, the distal hydrophilic coating was fractured. Reportedly, the wire part of the guide wire shaft and the outer coil were separated. The procedure was completed with another device of the same device. There were no patient complications as a result of this event.